Manufacturer narrative:
The reason for this revision surgery was to remedy laxity in knee after 1 years, 10 months, 9 days of patient use. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material reports (ncmr) associated with this product. Ncmr# 20854 documents a non-conformance in the allowable tolerance range. The associated part was rejected and the rest of the lot were accepted. A review of the product complaint report history showed there has been 1 prior complaint reported against this part; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient having laxity in their knee.